Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 one bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. The reported communication and display issue was not confirmed, however, the contact force issue was confirmed. The log file analysis indicated optical signal loss, consistent with the reported issue. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. No anomalies were noted on the eeprom payloads. Electrodes 1-4, the deformable body thermocouple, and the magnetic sensors met specifications during electrical testing with no open or short circuits detected. In addition, the temperature reading of the deformable body thermocouple increased with exposure to heat. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
During an atrial flutter procedure, communication issues resulted in cancellation of the procedure. It was noted that the catheter could not be viewed on the system, only the sheath would appear. Attempts to zero the catheter were unsuccessful. The tactisys was tested later and deemed to function as expected. There were no adverse consequences to the patient as a result of the cancellation. The procedure will be rescheduled for the patient at a later date.